Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and multiple sclerosis ("multiple sclerosis") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced toothache ("intense tooth pain"), facial pain ("face pain (left side)") and oral pain ("mouth pain"). In (B)(6) 2011, the patient experienced trigeminal neuralgia ("trigeminal neuralgia"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid disorder ("thyroid issues") and thyroid hormones decreased ("thyroid was low"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy), surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on 1-aug-2016. At the time of the report, the pelvic pain, thyroid disorder, vaginal haemorrhage, menorrhagia, multiple sclerosis, trigeminal neuralgia, toothache, facial pain, oral pain, thyroid hormones decreased and fatigue outcome was unknown and the migraine and headache had not resolved. The reporter considered facial pain, fatigue, headache, menorrhagia, migraine, multiple sclerosis, oral pain, pelvic pain, thyroid disorder, thyroid hormones decreased, toothache, trigeminal neuralgia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff took thyroid medication in order to treat the event thyroid was low. Acupuncture, medications and mouth splints were given to migraines / headaches. She took medication off and on to help with fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporter information updated, demographic data updated, indication added, the events abnormal bleeding (vaginal, menorrhagia), multiple sclerosis, trigeminal neuralgia approximately 18 months after having the essure implanted, intense tooth pain, left side of face pain, mouth pain, thyroid was low, migraines / headaches, fatigue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and multiple sclerosis ("multiple sclerosis") in an adult female patient who had essure (batch no. A27185, a27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, herpes nos, gonorrhea, genital warts, loop electrosurgical excision procedure, heavy periods, cramp in lower abdomen, hormone replacement therapy and cyst ovary. Concurrent conditions included hypertension since (B)(6) 2008, menstrual cramps, hot flashes, feeling sad, irritable, premenopause, menometrorrhagia, menopausal syndrome, bladder disorder, dysuria, urinary urgency, blood pressure high, multiple sclerosis, low back pain, frequent periods, dysmenorrhea and hypothyroidism. Concomitant products included (), beta-lactamase sensitive penicillins, ibuprofen, liothyronine sodium (cytomel) and melatonin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced toothache ("intense tooth pain"), facial pain ("face pain (left side)") and oral pain ("mouth pain"). In (B)(6) 2011, the patient experienced trigeminal neuralgia ("trigeminal neuralgia"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and thyroid disorder ("thyroid issues") and was found to have thyroid hormones decreased ("thyroid was low"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, multiple sclerosis, trigeminal neuralgia, thyroid disorder, toothache, facial pain, oral pain, thyroid hormones decreased and fatigue outcome was unknown and the migraine and headache had not resolved. The reporter considered facial pain, fatigue, headache, menorrhagia, migraine, multiple sclerosis, oral pain, pelvic pain, thyroid disorder, thyroid hormones decreased, toothache, trigeminal neuralgia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff took thyroid medication in order to treat the event thyroid was low. Acupuncture, medications and mouth splints were given to migraines / headaches. She took medication off and on to help with fatigue. Discrepancy noted in insertion date: (B)(6) 2012, (B)(6) 2009. 0 trailing coils in a side and 1-2 trailing coils in another side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: uterus wnl w/o obvious fibroids. Eml wnl, both essure coils seen. Ovaries wnl, right ovary has a follicular type cyst.; on (B)(6) 2015: right ovary has a simple follicular type cyst. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia,fatigue lot number:a27185, manufacture date:2012-07, expiration date:2015-07; lot number:a27187, manufacture date:2012-07, expiration date:2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and multiple sclerosis ("multiple sclerosis") in an adult female patient who had essure (batch no. A27185, a27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, herpes nos, gonorrhea, genital warts, loop electrosurgical excision procedure, heavy periods, cramp in lower abdomen, hormone replacement therapy and cyst ovary. Concurrent conditions included hypertension since (B)(6) 2008, menstrual cramps, hot flashes, feeling sad, irritable, premenopause, menometrorrhagia, menopausal syndrome, bladder disorder, dysuria, urinary urgency, blood pressure high, multiple sclerosis, low back pain, frequent periods, dysmenorrhea and hypothyroidism. Concomitant products included (), beta-lactamase sensitive penicillins, ibuprofen, liothyronine sodium (cytomel) and melatonin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced toothache ("intense tooth pain"), facial pain ("face pain (left side)") and oral pain ("mouth pain"). In (B)(6) 2011, the patient experienced trigeminal neuralgia ("trigeminal neuralgia"), migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and thyroid disorder ("thyroid issues") and was found to have thyroid hormones decreased ("thyroid was low"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, multiple sclerosis, trigeminal neuralgia, thyroid disorder, toothache, facial pain, oral pain, thyroid hormones decreased and fatigue outcome was unknown and the migraine and headache had not resolved. The reporter considered facial pain, fatigue, headache, menorrhagia, migraine, multiple sclerosis, oral pain, pelvic pain, thyroid disorder, thyroid hormones decreased, toothache, trigeminal neuralgia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff took thyroid medication in order to treat the event thyroid was low. Acupuncture, medications and mouth splints were given to migraines / headaches. She took medication off and on to help with fatigue. Discrepancy noted in insertion date : (B)(6) 2012, (B)(6) 2009. 0 trailing coils in a side and 1-2 trailing coils in another side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: uterus wnl w/o obvious fibroids. Eml wnl, both essure coils seen. Ovaries wnl, right ovary has a follicular type cyst.; on (B)(6) 2015: right ovary has a simple follicular type cyst. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, fatigue. Most recent follow-up information incorporated above includes: on 20-mar-2019: medical records received :lot number added. Reporter information and patient details updated. Concomitant drugs added. Patients medical history and lab details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and thyroid disorder ("thyroid issues"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and thyroid disorder outcome was unknown. The reporter considered pelvic pain and thyroid disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.